Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, the blunt fill needle had a crack in the red hub part. No patient harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that the blunt fill needle had a crack in the red hub. To support the investigation, the quality team received one sample in an opened blister package and one photograph for evaluation. A visual inspection was performed and confirmed damage at the bottom of the needle hub. The photograph provided corresponds to the sample received. No additional defects or imperfections were observed. This condition could result from a jam occurring at the needle hub feeder. A device history record review was completed for material number 305180, lot 5261044. The review did not identify any quality issues during production of this lot that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. Verification of the needle hub feeder was also performed, the settings and alignment were confirmed to be correct, and product flow was observed to be acceptable. To date, no other similar events have been reported for this lot. Based on the investigation and the returned sample analysis, the customer reported condition is confirmed.